Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code of malf 9 displayed. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and since the malfunction code did not recur. The patient is currently using manual daily injections (mdi).